Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic drainage of cyst. Event description: [surgeon name] - aspirating needle used to drain cyst. Resistance felt by [surgeon name] whilst atempting to insert needle through trocar. She then tried to push harder to overcome the resistance which meant that part of seal housing came through into the abdomen. This information was taken from [thearte co-ordinator name] who claimed that this fault may be from user error. The broken part of the seal housing was pulled back out through a trocar and caused no harm to the patient who was discharged from the hospital and has suffered no ill effects. [Thearte co-ordinator name] has completed a datex incident report as part of their internal procedures. Type of intervention: component retrieved. Patient status: patient is home and well, unaffected by the event.

Event description:
Procedure performed: laparoscopic drainage of cyst event description: [surgeon name] - aspirating needle used to drain cyst. Resistance felt by [surgeon name] whilst attempting to insert needle through trocar. She then tried to push harder to overcome the resistance which meant that part of seal housing came through into the abdomen. This information was taken from [theatre co-ordinator name] who claimed that this fault may be from user error. The broken part of the seal housing was pulled back out through a trocar and caused no harm to the patient who was discharged from the hospital and has suffered no ill effects. [Theatre co-ordinator name] has completed a datex incident report as part of their internal procedures. Type of intervention: component retrieved patient status: patient is home and well, unaffected by the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection of the photo confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on the description of the event and image provided, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments (aspiration needle) through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."